Event description:
The customer reports noticing some swelling at the insertion site. The catheter was removed and a hole in the line was noticed. No patient injury or complication reported.

Manufacturer narrative:
(B)(4). The customer returned one ext dwell catheter for analysis. Visual analysis revealed signs-of-use in the form of biological material inside the catheter body. Additionally, adhesive residue was observed on the catheter luer hub. After failing functional testing, the catheter was observed under a microscope. A hole was observed on the catheter body. The edges of the hole appear straight and smooth. Additionally, the portion of the catheter around the damage appears pinched. The catheter body met all relevant dimensional requirements. The hole in the catheter measured 17mm from the juncture hub. A lab inventory syringe full of water was attached to the luer hub of the defective ext dwell catheter. The plunger was compressed, and water was observed leaking out of the hole in the catheter body. A failure-investigation-report (fir) was performed by the manufacturing site for this failure mode and it was determined that there are no steps within the manufacturing process that could create the defect observed with the returned sample. The catheters are 100% leak tested during internal quality control indicating that the kink/tear occurred after the product had shipped. The IFU provided with the kit warns the user, "avoid kinking or obstructing the catheter system during pressure injection to reduce risk of catheter failure." The IFU also warns, "do not apply tape, staples, or sutures directly to the catheter body to reduce risk of damaging catheter, impeding catheter flow, or adversely affecting monitoring capabilities. Secure only at indicated stabilization locations". The report of a catheter leaking in use was confirmed through complaint investigation of the returned sample. Visual examination revealed a hole in the catheter body. The defect appears consistent with damage due to unintentional use error. The catheter body met all relevant dimensional requirements and a failure-investigation-report performed by the manufacturing facility revealed the catheters are 100% leak tested during manufacturing indicating the leak was not present when the product shipped. Based on the customer description and the sample returned, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicates an endurance - catheter leak.

Event description:
The customer reports noticing some swelling at the insertion site. The catheter was removed and a hole in the line was noticed. No patient injury or complication reported.